Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified posterolateral branch. A 2.50 x 20mm synergy¿ stent was advanced to treat the lesion. However, the device failed to cross the proximal left circumflex artery and the distal part of the stent got lifted. The procedure was completed with anther of the same device. No patient complications were reported.